Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that onetouch ultramini meter does not turn off. The complaint was classified based on the customer care advocate (cca) documentation. The issue occurred around (B)(6) 2013. At the time of concern, the patient reportedly could not turn the subject meter off to perform a blood glucose reading. Within 30 minutes of the onset of the power issue, the patient developed symptom of ¿shaky.¿ she was able to take her medication of metformin and glipizide and reportedly felt better soon after. The power issue was resolved with training. The subject meter powered off with the power button. This complaint is being reported and because the patient reportedly developed symptom suggestive of hypoglycemia after the reported issue began. The power issue was related to a possible use error as the issue was resolved with training.